Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 425 mg/dl (compact plus (B)(4)) and 193 mg/dl (compact plus (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer did not retain strip drum information. Replacement was sent.

Manufacturer narrative:
(B)(6). Will not be returned to manufacturer.